Manufacturer narrative:
(B)(4). Initial report sent to FDA on 04/16/2015.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter, during suture, the device would not close. The device wire was lost. Another clamp and another wire were used to complete the procedure. The patient is reportedly doing fine following the reported event. No further information was provided.